Event description:
It was reported that there was a remote monitoring alert for a high out of range pace impedance measurement greater than 2000 ohms on this right ventricular (rv) lead. The boston scientific representative contacted boston scientific technical services (ts) to inquire as to why the out of range measurement was not visible on the impedance trend graph. Ts explained that the device measures the lead impedance twice in a day, and it is the second measurement that is posted to the trend graph. The high out of range measurement was the first measurement of the day and the second measurement of the day was within normal limits and was posted to the trend graph. According to a review of the impedance trend graph, it was noted that the rv pace impedance has been increasing gradually and the current impedance range is approximately 1900 to 2000 ohms. Ts provided guidance to continue to closely monitor the patient and recommended a follow-up in the clinic. The lead remains in-service. No patient symptoms or adverse patient effects were reported.